Manufacturer narrative:
(B)(4). Batch #: unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.

Event description:
It was reported that during a robotic assisted prostatectomy, upon trying to remove the prostate through the port site, the bag tore/separated. They had to retrieve the prostate again, and the tissue that had fallen back into the patient. Case completed with a second bag. There was no patient consequence.